Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 260.4130 on their 8100. Case resolution: - customer states they just replaced the bezel assembly. - informed the customer it is possible they connected the pressure sensor harness incorrectly. - emailed customer picture of incorrect orientation. - upon inspection it was found the patient side connector was incorrectly seated. - after correcting, the error code cleared. - recommended performing preventative maintenance. Ended call.